Event description:
The lead was explanted due to insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasions were found at 7.5-9.8cm, 10.1-13.1cm, and 13.8-15.7cm from the distal tip. The silicone insulation ws abraded and the conductor was visible. The etfe coating was intact at the same locations. External insulation abrasion was found at 33.2-34.2cm from the distal tip consistent with lead friction to another device. The etfe coating was intact at the same location.